Event description:
A report was received stating that the device was observed leaking from the cuff after 3 weeks in use. New tracheostomy tube was placed. No incident related medical sequela was reported.

Event description:
A report was received stating that the device was observed leaking from the cuff after 3 weeks in use. New tracheostomy tube was placed. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Manufacturing review did not reveal any anomalies or non-conformances. During leak testing, the returned unit was observed to have a leak at the cuff. Cuff was examined under magnification which revealed a split in the cuff approximately 25 mm, which extended almost the entire length of the effective cuff of 30 mm. There were not visible abrasion marks present near the edges of the split to indicate the split resulted from something rubbing against the cuff. Due to the smooth continuous nature of the split, it is likely that the object came in contact with a sharp object, but a definitive root cause could not be determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.